Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3365 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redu3365) have been reported from the same facility in (B)(6).

Event description:
It was reported that on (B)(6) 2019 during a PICC insertion, the intravascular lead was initially showing on the screen and then stopped showing.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty receiving ECG readings was inconclusive due to poor sample condition. One 3cg stylet t-lock assemble was returned for investigation. The grey fin and ECG connectors were also returned. The distal end of the stylet was intact and was slightly curled. Microscopic observation of the stylet revealed no fractures or breaks. A multimeter was used in order to test the continuity between the white tether assembly and distal tip of the stylet. The continuity between the grey fin connections were also tested. No issues were observed. The resistance between the white tether assembly and distal stylet tip was measured and found to be within specification. Since no issues were observed on the returned sample components during functional testing, the complaint could not be confirmed. A lot history review (lhr) of redu3365 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redu3365) have been reported from the same facility in canada.

Event description:
It was reported that on (B)(6) 2019 during a PICC insertion, the intravascular lead was initially showing on the screen and then stopped showing.